Event description:
Spacelabs received a report that a high rate alarm was not audible on a telemetry monitor during a patient code.

Event description:
Spacelabs received a report that a telemetry monitor did not alarm at 4:00am during a patient code.

Manufacturer narrative:
A monitor technician in the hospital stated that a high rate alarm was not audible on a monitor during the event at 4 am on (B)(6) 2012. An alarms review in the intesys clinical suite (ics) g2 system showed a few tachycardia alarms were generated before the event and an asystole alarm was generated during the event followed by a few stacked alarms after the event. A spacelabs field service engineer tested the subject devices in the hospital. The devices passed all the tests and worked to the specifications. Spacelabs is evaluating the data provided by the customer. The investigation is underway. We will provide a supplemental report once additional information is obtained.

Manufacturer narrative:
Testing on site confirmed the device worked to specifications and all alarms were generated correctly. A review of the patient's waveform confirmed no alarm was identified at exactly 4:00am as the customer expected. However, there are records of a tachycardia (tach) alarm at 3:54:57am lasting for 14 seconds and an asystole alarm at 4:01:10am lasting for 13 seconds. The monitor did generate a few alarms before and after 4am and all alarms were recorded in the hospital's vital signs archive system. The customer is continuing to use the device to monitor patients. There has been no further report on this issue. We have concluded that this report is final and consider this issue closed.